Event description:
Received information stating customer is receiving frequent occlusion alarms there was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.